Event description:
The following description of the event was copied by a carefusion technical support specialist from an email from the distributor in (B)(4). "Ahu01845 screen went blank while running. Ventilation continued. Avea was swapped out. No pt harm."

Manufacturer narrative:
Carefusion has requested additional info from the distributor in (B)(4) on the report event. (B)(4). The foreign distributor determined that the most likely cause of the reported event was a nonfunctioning user interface module (uim). Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module (uim) for evaluation. As of 02/11/2015, the alleged faulty user interface module (uim) has not been received. Should the alleged faulty user interface module (uim) be received and evaluated, a follow-up medwatch report will be submitted.